Event description:
A dynaflex device was implanted on 08/20/90. The right cylinder was revised on 02/08/94. The entire device was removed from the patient and replaced on 05/19/97, reason not indicated. Ams has requested additional information.